Event description:
Pt was seen in the office on 11/17/98 complaining of pain, fever, chills. Examined by doctor who was concerned about possible pelvic inflammatory disease post intrauterine device insertion, appendicitis or pyelitis. She was prescribed doxycycline, vicodin, and encouraged to take lots of fluids. If no better by morning, intrauterine device would be removed. However, on 11/18/98 pt went to her private physician who admitted her to the hosp for pyelonephritis. The intrauterine device was determined not to be the cause of her illness and was left in place. The pt is still enrolled in the study. Diagnosis - pyelonephritis.